Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx des were implanted in the rca. Approximately 27 months post index procedure the patient suffered from signet ring cell carcinoma of the stomach. Hematemesis and black stool was reported. The patient continued to take aspirin and clopidogrel antiplatelet therapy (dapt) after index procedure, but did not take it after hematesis. Dapt was stopped after the event. The event was treated with hemostatic forceps electrocoagulation and epinephrine injection. Patient is recovering.